Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-00978 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd vacutainer® fx 10mg 8mg plus blood collection tubes that there was oil gel globules. The following information was provided by the initial reporter: several problems with last order: dry ssttii tubes (correctly stored in lab with monitored temp) nurse only noticed when it came out of centrifuge that gel deposited against wall of tube.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® fx 10mg 8mg plus blood collection tubes that there was oil gel globules. The following information was provided by the initial reporter: several problems with last order: dry ssttii tubes (correctly stored in lab with monitored temp) nurse only noticed when it came out of centrifuge that gel deposited against wall of tube.